Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g3, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: connector cracked, image capture unit water damage, cable water damage, poor image based on the results of the investigation, a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited connecting section with the optical tube was loose. The issue occurred during inspection for use. There were no reports of patient involvement.